Event description:
Customer reported a communication loss between the wireless transceiver (tim) and panorama central station, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the unit. Corrections included replacement of the defective radio transceiver board. Unit was calibrated and safety tested to factory's specification.